Event description:
It was reported to baxter (B)(4) that one (1) (B)(4) sv 2.5 infusor device was observed leaking at an unknown location during filling. The device was being filled with 5-fluorouracil and normal saline. There is no patient injury and medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4): the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be insufficient bonding at the junction of the tubing and the stressmember. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.